Event description:
Information received indicates the casters will continue to swivel after the brake is engaged.

Manufacturer narrative:
The technician replaced all four of the worn casters to repair the stretcher.